Event description:
It was reported that intermittent occlusion alarms occurred. On (B)(6) 2025 the customer went to the emergency room (ER) with a blood glucose (bg) level of 586 mg/dl with ketones. The customer received intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Reportedly, the customer had not been completing the air removal step. Tandem customer technical support informed customer that the tandem pump user guide instructs the user to remove any residual air from the cartridge. The customer resolved the occlusions by changing the infusion set and cartridge and resumed insulin therapy.